Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. Also, the patient was experiencing pain and discomfort. Hence, a system extraction was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received or utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable. The infection or infection related allegation could not be confirmed by lab analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. Also, the patient was experiencing pain and discomfort. Hence, a system extraction was performed. No additional adverse patient effects were reported.